Event description:
A jade balloon was being used to treat a chronic total occlusion, 100% stenosed, 7mm lesion of the left superficial femoral artery. During the procedure, the jade balloon ruptured and could not be removed from the wire. The physician removed the wire, balloon, and a non-csi sheath together as a system. Ex-vivo, the balloon catheter was removed through the sheath, and it was not intact when inspected. A distal piece of the balloon catheter with marker was seen in the right external iliac. The physician placed a stent to entrap the fractured balloon material against the right external iliac. The procedure was completed with no further complications. The patient was in stable condition.